Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported that the patient¿s implantable neurostimulator (ins) was replaced to overdischarge and the patient hadn't had it for that long. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of pli# 10 product ID# 97714 found no significant anomaly and stim ins/battery/reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s implantable neurostimulator (ins) was being replaced due to the patient¿s weight loss that led to them being unable to connect to the battery, which led to the ins to be discharged, and they couldn't get things working. Troubleshooting was not performed due to lack of access to the product. There were no reports of trauma, falls emi or activity that were related to this issue. The replacement surgery was scheduled for (B)(6) 2019. There were no further complications reported or anticipated.